Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was giving an "error 2 " message. The pt indicated that the alleged meter issue started "one week ago." The pt continued to take his usual doses of symlin, and novolog and lantus insulin. On an unspecified date/time after the issue began, the pt reportedly developed symptoms of sweating, dizziness, and blurred vision. The pt made an appointment to see a doctor on the following day. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.